Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported that after approx 10 months of support on the lvad. The pt presented to the ER unresponsive. Computed tomography (CT) of head revealed large hemorrhagic intracranial bleeding (icb). A decision was made to remove all support and the pt subsequently expired. A limited autopsy is to be performed.

Manufacturer narrative:
No further info is available at the time. A supplemental report will be submitted when the manufacturer's investigation is completed.